Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she wore a tampon for an hour and a half and upon removal the string pulled out of the tampon leaving the pledget inside her vaginal cavity. As she manually removed the pledget it fell apart into pieces. She was able to remove the remaining pledget pieces from her vaginal cavity. She experienced pain and discomfort which resolved after removal. She did not seek medical attention and did not experience any adverse health effects.